Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One photos were provided for review. Therefore, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of reported event was unknown. The investigation is confirmed for the reported deformation due to compressive stress issue as introducer sheath appeared bent in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022), g3, h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a port placement procedure in the right of the sixth thoracic vertebra through the right internal jugular vein and upon postoperative chest ray examination, the catheter was allegedly found to be migrated beneath the right clavicle. The catheter was tried to be adjusted but could not be moved to the expected position. The port was reported to be removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022). Device not returned.

Event description:
It was reported that post a port placement procedure in the right of the sixth thoracic vertebra through the right internal jugular vein and upon postoperative chest ray examination, the catheter was allegedly found to be migrated beneath the right clavicle. The catheter was tried to be adjusted but could not be moved to the expected position. The port was reported to be removed. The current status of the patient is unknown.